Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to high impedance (>10,000 ohms). The generator was replaced due to near end of service. The high impedance was resolved with the new vns system. Further follow-up revealed that the high impedance was observed in the surgery and that a lead fracture was visualized. The explanting facility does not return explanted devices; therefore, analysis cannot be performed. No additional relevant information has been received to date.